Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19). Additional information: d1, d2b, d3, g1, g4. Additional b5 narrative: it was reported that the mesh was infected with e coli and over the next two to three years the patient suffered thirty three issues including diabetes and blood clots. In 2016 the mesh had almost disintegrated and had pointed edges.

Manufacturer narrative:
Date sent to the FDA: 6/13/2021. Additional information: d1, d4, g4 date sent to the FDA: 6/13/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent revision surgery in 2016. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.